Event description:
The report is from the study. The patient was a female, with a history of hyperlipidemia and smoking. Pre-procedure stenosis was 90%. The target lesion was the ostium of the right internal carotid artery. Lesion length was 30mm and diameter was 7mm. The lesion was moderately calcified, severely tortuous, and eccentric. A precise pro rx 10 x 40 was deployed at the target lesion. An angioguard rx (basket size 8) failed to cross the lesion during the procedure. A boston embolic protection device was attempted and also could not cross the target lesion. Two days post-procedure, the patient had an mi (2009). Troponin level was 4.42 ng/ml (>0.78ng/ml - consistent with myocardial injury). An angiography was performed. An angiogram was conducted, followed by a ptca of the circumflex with implant of 3 stents. The patient is still hospitalized.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.